Event description:
It was reported during the patient's permanent procedure, intra-operative diagnostics showed high impedance values for the scs lead. Repositioning did not resolve the issue. Subsequently, the lead was explanted and replaced with another scs lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.